Event description:
At 3 ata, the tidal volume dropped 20%.

Manufacturer narrative:
Device was returned in a manner that indicates attempted maintenance and calibration. The ventilator is passed due for the recommended overhaul. A complete test to specifications cannot be conducted due to the leaks and out of calibration condition caused by the attempted maintenance and calibration of the device.